Manufacturer narrative:
6/3/1997-supplemental report #1 submitted to FDA. The device was not returned to the MFR for evaluation.

Event description:
During a laparoscopic cholecystectomy procedure, a small broke off the instrument. It was retrieved laparoscopically. No patient injury was reported.